Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 28-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR: no, mfg date: 07-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) while pushing contrast the device deployed from the cup. The physician stopped, unlocked, pulled the tether slack and locked. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.